Manufacturer narrative:
It was noted that the devices will not be returned for eval because the pt kept them. A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR #9616680-2012-00174.

Event description:
It was reported that, "pt had subsided yet well fixed stem from previous surgery. The surgeon removed the head and liner and revised with mdm and custom head. He was satisfied."